Event description:
The pt was implanted with a left ventricular assist device (lvad). Approx 1.5 years post-implant, it was reported that the pt experienced unk alarms while connected to the power module at night when she moved. The pt went to the hosp for a routine exam approx 2 weeks later and the pt's event history was reviewed. A low flow alarm, reduction in speed and a pump stoppage was seen. An x-ray was performed and the hosp team moved the percutaneous lead while the pt was connected to the power module and could not reproduce any alarms. No visual damage was seen on the external portion of the percutaneous lead and the pt was not symptomatic. The pt was given a non-grounded pt cable.

Manufacturer narrative:
The pt remains on lvad support with the pump. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.